Manufacturer narrative:
Olympus followed up with the user facility to obtain more info regarding the report, and was informed that the event occurred when the users were attempting to remove a blood clot in the pt's airway. The bending section cover reportedly became stuck inside a 7.5 french endotracheal tube. The user facility further reported that the bending section cover was successfully retrieved from the endotracheal tube, and no device fragment fell inside the pt. The procedure was successfully completed using a different, but similar device. The bf-itq180 ((B)(4)) was rec'd with significant damage to the distal end. The distal end cover and over half of the bending section cover was separated from the bronchoscope. The bending section cover was flipped inside out and partially rolled. Additionally, the light guide bundle was determined to be damaged with broken fibers. The bending section mesh was pulled towards the distal end. Based upon the findings of the investigation the device was advanced into too small of an endotracheal tube and was damaged upon withdrawal. The device has been refurbished. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that "the cover of (the) flexing part of the scope came off when tried to remove it from pt's endotracheal tube."